Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or pump error 63 alarm noted during testing. Device was received with a cracked select button on the keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose of 300 mg/dl and 400 mg/dl. The customer was treated with insulin pump. The customer reported that the insulin pump received insulin pump error after self test. They were able to clear the alarm and rewind the insulin pump. They performed self test and it did not pass. Fill cannula was recorded in daily history. The customer reported that the insulin pump received insulin flow blocked alarm and was resolved by changing complete set. No harm requiring medical intervention was reported. It was unknown if auto mode was active during the reported event. The insulin pump will not be returned for analysis.